Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging. The pump was swapped out to continue with the treatment. The customer stated they reseated the batteries in the console and then reseated console in the cart.. The unit was then plugged back into an outlet and turned on. The customer states the unit started charging normally. The customer states the outlet used worked successfully with the second pump. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the unit and confirmed unit charges when plugged in and confirmed unit charges both batteries. Also confirmed that the unit recognizes cart and bulk power. Found issue with the pump not switching to bulk power once installed into cart while running, but the unit switches to bulk power once the power cord is unplugged and plugged back in. Replaced power management pcb, but issue persisted. Replaced bulk power supply and the issue initially resolved, then unit stopped showing wall power during further testing. Cart inspection found damaged cart wiring harness power connection. Replaced cart wiring harness cable assembly, and this resolved the issue the iabp unit passed all tests and calibrations to meet manufacturer standards, and the unit was returned to the customer and cleared for patient use.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging. The pump was swapped out to continue with the treatment. The customer stated they reseated the batteries in the console and then reseated console in the cart.. The unit was then plugged back into an outlet and turned on. The customer states the unit started charging normally. The customer states the outlet used worked successfully with the second pump. There was no harm or injury to the patient and no adverse event was reported.